Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient began experiencing pain at the ipg site following drastic weight loss. Surgical intervention was undertaken in which the patient's ipg was explanted, the ipg pocket was repositioned, and a new ipg was implanted to address the issue.